Manufacturer narrative:
This report is for 1 unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This device was used for treatment not diagnosis.

Event description:
This report is for 1 unknown plate where it was reported that a pediatric patient with aperts syndrome had undergone lefort iii and bifrontal craniotomy on (B)(6) 2013. The patient was implanted with a titanium midface distractor along with matrix neuro plates and screws. On (B)(6) 2013, the patient was showing signs of an infection. The patient was taken to the operating room on (B)(6) 2013 for washout and removal of the distractor extension arms. The patient became hypertensive. The surgeon stabilized the patient but did not remove the device. The patient was brought back to the operating room on (B)(6) 2013. The patient was treated with pulse lavage and the extension arms were removed. The patients blood pressure lowered again. The surgeon closed the flap. The patient was taken to the intensive care unit in stable condition. The surgeon plans to bring the patient to the operating room again in a couple of days for another washout and the placement of drains. The patients condition at this present time is stable. No further information was provided. This is report 4 of 6 for complaint (B)(4).